Event description:
Hospital reported that the system shut down during a procedure. The staff saw a message on the system that said "call field svc". The system was exchange to complete the case. There was no harm to the pt reported. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).